Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with chest pain and st-segment elevation myocardial infarction was escalated from an impella cp to an impella 5.5 for mechanical circulatory support following a percutaneous transluminal coronary angioplasty of the left anterior descending artery. The clinical staff reported high purge pressure alarms on the impella 5.5. They denied any kinks and had already attempted a purge cassette/tubing change. The doctor was to contact medical affairs for tissue plasminogen activator protocol. The abiomed representative walked the registered nurse through a bag change and disabling audio. A patient update later noted that hemolysis was no longer present. The resolution for the hemolysis is unknown. The patient was successfully weaned from impella 5.5 support.

Manufacturer narrative:
The investigation has been completed. The impella device was returned for evaluation. The returned product had no physical abnormalities. Biomaterial was observed in the purge gap and wrapped around impeller. The data logs revealed a motor current shift after which there was elevated purge pressure and 'purge pressure - high' and 'purge system blocked' alarms. There was also a sudden drop in purge flow. The pump was run in the lab and high purge pressure did not reproduce after biomaterial cleared. The root cause of the high purge pressure was determined to be biomaterial as evidenced by the observed biomaterial blocking the purge gap, the motor current shift seen in the data logs, and returned product not reproducing issue after biomaterial clearing. Regulatory evaluation mentioned 'hemolysis no longer noted' with limited clinical information. The returned product had no physical abnormalities. Biomaterial was observed in the purge gap and wrapped around impeller. The data logs reveal a motor current shift with speed deviation after which there was elevated purge pressure and 'purge pressure - high' and 'purge system blocked' alarms. No information on hemolysis onset or resolution was provided. The root cause of the hemolysis was unable to be determined as no information regarding hemolysis onset or resolution was provided thrombus failure mode was added because of biomaterial on returned product. The root cause of the thrombus was unable to be determined due to insufficient clinical details.